Manufacturer narrative:
A ge service rep performed an on site investigation. The fuses, boards, and connectors were reseated during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
The customer reported intermittent monitors blinking and fuzzy screen rendering the images unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.